Event description:
The following has been reported: pump problem. No patient harm has occurred, and no active infusion has stopped. A preliminary review of the logs identified the following issue: electrical hardware failure (battery 2). The reported battery issue was found to be a capacity fade. Battery pack capacity updates are not triggered during normal pump operation, causing accumulation of battery capacity errors which result in faulty pump battery alarm handling. This can lead to an unexpected, uncontrolled pump shutdown. An internal investigation was opened to address this issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. Reporting as a conservative measure for the capacity fade issue as aging batteries may fail to meet alert requirements. No adverse effects were reported.